Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid invasion of the scope connector during user handling, which caused an abnormality of electrical parts. From this, the suggested event temporarily occurred. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope produced a scope communication error e315. The issue was found during preparation for use in a diagnostic enterosopy that was completed with a similar device. The patient was not under sedation or and there was no report of delay during the procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 complete name is: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found angle knob rotation bending angles failed; due to wear of angle wire, the angle knob torque of right/left knob exceeds the standard value. Plug unit has discoloration due to water leakage. Scope cover unit has discoloration due to water leakage. Image guide protector is damaged. Switch 1 button is damaged and has a wear. Switch 2 button has a wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.